Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer states their charger does not work. The customer states their transmitter was left on the charger overnight and it still did not charge. The customer was advised a charger would be sent out. The customer's blood glucose level was reported to be 682mg/dl. No further information provided over high levels.